Event description:
It was reported that when an asymptomatic patient presented in-clinic for a normal device check, high out of range pacing lead impedance was observed. Programming changes were made.